Manufacturer narrative:
Should additional information become available a supplemental record will be filed. Previous MDR submitted by (B)(6). (B)(4). User¿s manual review (1023891 rev. I, page 2) warning do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner¿s manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur.

Event description:
Notification from FDA received: the nursing assistants were assisting the resident with a transfer from the wheelchair to the bed utilizing a mechanical lift. The resident fell through the side of the sling to the floor. Update from consumer affairs on 02/24/2016: reporter stated two cnas were transferring the patient from the wheelchair to the bed. When the patient was approximately 4 inches above the wheelchair, she came out of the sling and fell to the floor. Reporter stated the lift and sling were both inspected - they were perfect. The patients injury was described as an internal head bleed. She died two days after the fall. No other injury. Reporter stated the two cnas were terminated. Reporter stated their entire inventory of lifts and slings were inspected. No problems found. Reporter stated this incident has nothing to do with the equipment. Again said the equipment was perfect. Reporter speculated that during the transfer, the patient wiggled and before the cnas could react, she fell out. Reporter called it a "freak accident". Reporter identified the patient as a tiny lady weighing approximately (B)(6). While he was looking at the subject sling, he described as a medium full body sling. The only numbers he could identify: (B)(4). Reporter stated the (B)(6) completed their investigation on 12/14/2015 but has not issued a report. (B)(6). No additional information provided or expected.